Manufacturer narrative:
The actual sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure test and clear passage tests were performed and no leak or blockage was observed. The sample was then functionally tested by connecting it to a syringe containing distilled water and priming it. The sample passed the functional test. The reported condition was not verified. The unit was determined to be a conforming product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link y-type catheter extension set leaked from the ¿connector area¿. This occurred during infusion. The device had been primed with normal saline. There was no patient injury or medical intervention associated with this event. No additional information is available.